Event description:
The customer reported that the device would not seal tissue. No tissue damage. No pt injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.